Manufacturer narrative:
(B)(4). One actual sample was received at the manufacturing plant for evaluation. Visual inspection revealed that the spike was damaged. Therefore, the reported condition was confirmed. The spike is supplied by a third-party. As a corrective action, the supplier was notified. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) a control-a-flo administration set in which the spike was damaged. The alleged defect was observed when the set was taken out of the package. There was no patient involvement; therefore, there were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.